Event description:
During intraoperative electrophysiology testing of cardioverter defibrillator leads, reportedly there was a defective epicardial lead system ineffective at defibrillation, thresholds in excess of 24 joules. Procedure: initially an incision was made and the previously implanted medtronic model #7217b cardioverter defibrillator was explanted. Three epicardial patches were indentified, the first was a medtronic model #6921l, which was connected in the "hva" position. This patch when inspected by dr., showed evidence of fluid discharge and apparent insulation break. The impedance was measured in excess of 200 ohms. The other two left ventricular epicardial patches were model #6921l, and the third patch was a model #6921m. Impedance across this patch system tested at 44 ohms. The pace sense leads were unipolar epicardial leads, the first model #6917a-53t, the second one was model 6917b-53t, and they were connected by way of a medtronic y adaptor, model #5866m-24. The leads were tested and were found to both have high pacing thresholds, one pole revealing a threshold of 5.4 volts, 9.8 ma, r wave measured 18 millivolts, resistance of 554 ohms while in reverse polarity threshold 6.8 volts, 11.2 ma, 6 millivolts r wave and 501 ohm resistance. Based on this interoperative testing, it was apparent that the left ventricular patch was defective, most likely related to an insulation break and therefore was left out of the system. Attempt at defibrillation testing was performed using the other two left ventricular patches and the pace sense leads. Ventricular fibrillation was induced with r on t shock. A 24 joule discharge failed to restore sinus rhythm.